Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Unit received with cracked case at display window corners, reservoir tube, and reservoir tube lip and reservoir tube window. Unit received with severely scratched lcd window. Unit received with broken battery tube threads.

Event description:
It was reported that the insulin pump had a crack around the display of the insulin pump. Customer also stated that there was a gap at the battery cap. Customer's blood glucose reading at the time of the call was 6.8 mmol/l. No further information reported.